Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device fired, but placed the staples only for half of the circumference. The suture was completed by hand to complete the case. There was no further consequence to the pt.